Manufacturer narrative:
On completion of the investigation, a follow up report will be submitted.

Event description:
It was reported that during a procedure the physician felt there was a hole in the balloon. He stated it broke on the first inflation and never expanded. Medical record received per the medical record: dx: high grade stenosis distal to a previously place stent in the left common iliac artery. Very small arteries with calcification. Procedure: arteriography, placement of stent in left common iliac stent and balloon angioplasty. Notes: using an 8 fr sheath the stent was advanced to the target. The stent was expanded, however, it was clear that the balloon war partially expanding. To expand the balloon as much as possible aggressive insufflation was don and it transiently expanded to around 12 atm. It held at 8 atm for several seconds. A mustang balloon was then used for post inflation. Results were good.

Manufacturer narrative:
Analysis: the details provided indicate that the balloon ruptured on initial expansion of the covered stent. The returned device was removed from the packaging and inspected to determine the cause of the complaint. On inspection the returned device was extremely clean and there were no signs of bodily fluids. No fluid was in the balloon or within the inflation lumen of the returned device. To determine where the balloon had ruptured, the balloon was attempted to be inflated to the nominal inflation pressure of 8atm as specified on the product label. Upon inflation there was gross leak in the first 2mm of the balloon dilatation zone. The leak was coming from a radial tear in the pet balloon that was 2.5mm long. This leak was large enough to prevent the balloon from expanding at all. The details provided indicated that the physician rapidly inflated the balloon to achieve 8atm. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of icast covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (7fr). Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath . Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing. Distal tip tensile testing. Catheter leak check. This lot of catheters passed all quality and performance criteria without any non-conformances related to the complaint. The details of the performance data indicate that out of the 13 test units burst tested the lowest balloon burst pressure seen after stent deployment and after 5 inflate deflate cycles was 20.8atm. Additionally, a sampling of 29 individual balloons was also burst tested during the balloon forming process. The lowest value seen of these balloons was 19.6 atm. The rated burst pressure of the balloon is 12atm. It is noteworthy to mention that every balloon produced is fully inspected to ensure the integrity of the balloon. The inspection requires each balloon to have the wall thicknesses verified and a cosmetic inspection completed prior to be being placed on the catheter shaft. Conclusion: based on the passing results of the quality and performance testing atrium medical cannot conclude that there was an issue with the device. The details provided by the physician indicate that the vessel was very narrow and calcified. It is possible that the balloon ruptured on the calcification. Within the detailed operative notes attached it states that there were multiple stents placed previously. It is possible that the balloon was damaged while tracking to the target site by one of the previously placed stents.

Event description:
It was reported that during a procedure the physician felt there was a hole in the balloon. He stated it broke on the first inflation and did not expand.